Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a procedure to treat a lesion in the subclavian artery, the stent detached from the balloon and migrated to the left common iliac artery; while attempting to cross through a pre-existing stent in the subclavian artery. The introducer sheath was upsized from a 6fr to a 12fr sheath for a snare device that captured and removed the migrated stent from the left common iliac artery. Access was gained in the brachial artery, a new balloon expandable stent was prepped and deployed at the lesion site successfully, and the procedure was completed. The patient was reported to be asymptomatic following the procedure.